Manufacturer narrative:
Analysis found the unit with a noisy motor due to a faulty motor. However, the unit functioned properly, passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. There was no rewind anomaly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump makes a loud noise during rewind. The customer's blood glucose was 8.9 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.